Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. No device malfunction identified. At this time, it cannot be determined if the device may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to arthrex. Additional information has been requested but not made available. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that three ar-4502 speed cinches, lot 10056957, were being used in a meniscal repair procedure. Using the first speed cinch, the first implant deployed, and when attempting to deploy the second implant, the trigger got jammed, and it would not deploy. The first implant from this speed cinch remained in the patient, but the suture was retrieved. The same event happened with 2 other speed cinches. All of those implants were removed from the patient. The surgery was completed successfully using a fourth speed cinch of the same lot number. No patient injury reported.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. Complaint event of not deploying could not be confirmed. No problems found with the devices mechanism and/or components. The suture/implant constructs were not returned for evaluation. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that three ar-4502 speed cinches, lot 10056957, were being used in a meniscal repair procedure. Using the first speed cinch, the first implant deployed, and when attempting to deploy the second implant, the trigger got jammed, and it would not deploy. The first implant from this speed cinch remained in the patient, but the suture was retrieved. The same event happened with 2 other speed cinches. All of those implants were removed from the patient. The surgery was completed successfully using a fourth speed cinch of the same lot number. No patient injury reported.